Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple button alarms over the time span of an hour. Reportedly, there was nothing pressing up against the button to trigger the alarms. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump for insulin therapy.